Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event (unknown date). At the time of this report, the patient has recovered from the event. On an unreported date, pd therapy was discontinued and the pd catheter was removed. No additional information could be provide as the reported declined follow up.